Manufacturer narrative:
(B)(4). One product was returned unopened the complaint device was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. The complaint device was returned in 3 pieces. The most distal portion conforms to the event description's statement that "it broke off during the procedure" as the distal weld is visible on the coil wire but mandril and safety wire were detached. The wire also appears to have been cut following the complications probably for ease of withdrawal and does not appear to be procedure related. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire difficult resulting in separation when the force exceeds the design spec. This complaint appears to be related to pt anatomy rather than the device as the event description states "the wire got stuck in the vascular wall." We will continue to monitor for similar complaints. There is insufficient risk per qera to take actions at this time.

Event description:
Antegrade puncture with bd needle and using the cook wire; the wire went out of the needle; the wire was introduced with no issue. The wire got stuck in the vascular wall. The tip couldn't be stabilized. It broke off during the procedure. The wire could not be removed and had to be removed surgically. Pt was not harmed.